Event description:
#Medwatcher #(B)(4). Abdominal pain that feels like labor contractions, itchy hives caused from nickel, pregnancy look, brain fog, loss of hair, depression, anxiety, night sweats wake up soaked, numbness in hands and fingers that comes and goes, lower back pains that come and go.